Event description:
It was reported by service report that the foot end lift was stuck at the highest height and cannot be lowered to the lowest position. No pt involvement or adverse consequences are reported.